Manufacturer narrative:
D4: UDI: n/a at this product code is note exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the product with the involved product code/lot# - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that they had peeling of coating, wire is getting stretched easily. Operator tried with new (box) runthrough wire and when problem persist he shifted to competitors' product. The peeled coating may have remained in the patient body. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Visual and microscopic inspections the actual device upon receipt was only a runthrough ns. The platinum coil section had been bent. It was likely that the bent was due to the shaping at the distal end and was unlikely to be related to this event. The ptfe coating had been peeled off intermittently at approx. 1185mm - 1320mm from the distal end. No anomaly was found in other sections. Confirmation of dimensions they met the factory's specifications. No anomaly was found. History investigation of the product with the involved product code/lot number no anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. (Cause of occurrence/conclusion) based on the investigation result, no anomaly was found in the manufacturing history record and dimensions. As a possible cause of this case, it was likely that the actual device came into strong contact with a hard object and the procedure continued, causing the ptfe coating to peel off. However, since the details of procedure were unknown, it was not possible to clarify the cause of occurrence. Relevant IFU relevant: "if any resistance is felt or if the tip's behaviour and/or location seems improper, stop manipulating the runthrough ns and/or the interventional device and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the interventional device, or damage to the vessel." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.